Manufacturer narrative:
Interrogation of the device revealed it was no communication when received. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2025-15126, related manufacturer reference number: 2017865-2025-15127, related manufacturer reference number: 2017865-2025-15128. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Event description:
Related manufacturer reference number: 2017865-2025-15126. Related manufacturer reference number: 2017865-2025-15127. Related manufacturer reference number: 2017865-2025-15128. It was reported that the patient had deceased due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Correction: b5 for statement and g2 for funeral home.